Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had previously dislodged on an unknown date. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced successfully. The patient was recovering post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.